Manufacturer narrative:
Technician found only problem with the bed was that the head right siderail would not go up, due to a bent "metal drop plate". Adjusted drop plate to where siderail was able to go up or down freely to resolve this issue.

Event description:
Complaint alleged that the bed was not working, no other info given.